Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup, the thermogard xp ivtm system (sn: (B)(4)) displayed tcmid:06 (ce post failure) error message. The treatment was continued using another thermogard console. No consequences or impact to the patient.